Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the td ost assembly was loose, which can lead to the reported event.

Event description:
It was reported that during a surgical procedure conducted at the user facility a cutting blade broke while in use with the device. There was no report of any components entering the surgical site. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure conducted at the user facility, a cutting blade broke while in use with the device. There was no report of any components entering the surgical site. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.